Manufacturer narrative:
The lot number has been provided. The device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that approximately two years post implantation of two vascular stents, the separation of the radiopaque marker of one of the stents was discovered during angiography. The detached marker is located in the right ventricle. No intervention has been performed to date.